Event description:
After 3 days of intra aortic balloon therapy, a balloon was noted via alarms and blood noted in tubing. The intra aortic balloon was removed. No patient injury occurred from this event, however, the patient did expire the next day due to poor health.